Manufacturer narrative:
The lot number reported by the dentist was not verified by the crm system, so it was not considered. The complaint was received by manufacturer and, after analysis, new informations were obtained. A follow-up is being sent to correct these informations according to the evaluation made.

Event description:
(B)(4). The dentist reported that 3 months and 13 days after the dental implant was installed in intraoral region 3#, its non- osseointegration was observed. Moreover, 20n.cm of primary stability was achieved, bone graft was placed, the patient presented insufficient bone quality/quantity (bone type IV) and immediate implant procedure was performed.